Event description:
Boston scientific received information that this right atrial lead was repositioned because it had dislodged and it did not sense. During the procedure, an instrument broke, so the procedure could not be completed. This lead was left implanted but loose. The procedure will be completed at a later date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, this investigation is closed. Should further information become available, this investigation will be updated.